Event description:
The customer contact reported a tubing rupture while in use with a power injector. On unspecified date, the tubing set was being used to deliver an unspecified contrast medium, at unspecified rate, via a power injector. After an unspecified length of time, it was reported that the tubing ruptured at an unspecified location on the tubing set. The customer contact reported that the patient experienced an infiltration. No specific details were provided. There were no reported adverse patient effects and no reported delays in therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced and the procedure was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.